Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had a chip on the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it appears that there is a chip in the distal end of the scope, unsure if it is missing or just appears missing and the scope is actually bent inwards. No fragment was reported to have fallen. Procedure was completed, unsure when the damaged occurred, in the room or in spd, or transport in the tray.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on enter button exhibiting damage of the button pack assembly. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The complaint regarding a chip on the tip of scope was not confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction. The root cause of cable connector paddleboard mechanical damage is typically attributed to conditions during use. The probable root cause of this binding is attributed to component susceptibility to increased friction. The root cause for cable connector ic discolorations typically attributed to component failure, such as material degradation. The root cause of camera button pack cracked button is typically attributed to conditions during use. The root cause for camera instrument laser marking issue on shell housing is typically attributed to conditions during use, such as improper reprocessing.

Event description:
Refer to h11 for follow-up information.